Manufacturer narrative:
(B)(4). The representative samples were returned and evaluated. Visual and functional examinations revealed that the packaging integrity test and results met the specified quality requirements. Therefore sterility is warranted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient developed a postoperative suture granuloma formation. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent basaliome tumors/ basalioma procedure on unknown date and suture was used on hypoderm of face and back. The doctor opined that supposedly the suture is contributing factor to the event. It was also reported that the granuloma was removed and open treatment was used. The patient status is good. (B)(4).